Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a compression of the outflow graft due to biodebris accumulation between the outflow graft and bend relief could not be confirmed as no images were provided for review and no product is available for evaluation. Multiple requests for CT imaging were sent to the account; however, no further information was provided. The submitted system controller event log file captured multiple low flow hazard alarms on 20feb2023. The system controller periodic log file revealed a slight decrease in flow over time. No other notable events or alarms were observed within the files. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) contains information regarding the preparation, installation, and orientation of the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. In reference to flow, the IFU addresses all pump parameters and outlines situations that can result in low flow, including changes in patient condition. The heartmate 3 IFU and patient handbook describe all hazard alarm conditions, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liter per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing multiple asymptomatic low flow alarms. The patient's mean arterial pressure was normal and fluid intake was also normal. Log files captured low flow events on (B)(6) 2023. There were also several low flow flags that did not persist long enough to trigger a low flow alarm. Additional information stated that the computed tomography (CT) scan showed a kink in the outflow graft (ofg) just as it exited the pump. The patient had a revision of the left ventricular assist device (lvad) outflow graft and it was found that this was a pump related complication resulting from external outflow graft compression due to bio debris accumulation between the outflow graft and bend relief. Not a result of graft kinking. This was reinforced with two layers of gortex which relieved the external ofg compression. The patient was discharged home on (B)(6) 2023 in stable condition.